Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck - vagina [foreign body in reproductive tract]. Tampon broke apart [device breakage]. Tampon broke apart when took out [complication of device removal]. Case description: consumer stated on social media that the tampon broke apart when she took it out. No serious injury was reported.